Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73b1600138 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician loaded and fired the first clip which worked. The next clip fell out of the applier as it was being loaded. The third clip loaded correctly, but fourth clip fell out and this continued in a pattern a few more times. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical but used. Biological material is present on the jaws of the device. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. Upon full engagement of the trigger, one clip was moved forward into the jaws. However, the bosses of the clips did not engage into the jaws of the device. A clip could not be properly loaded or applied. A second attempt was made with the same results. Further examination of the jaws revealed that the top jaw appears to be tight in its assembly. The jaw is unable to open to allow for proper clip load. No other defects or anomalies were observed. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU indicates , "always check the alignment of the applier jaws before use otherwise patient injury may occur." A corrective action is not required at this time as a potential cause could not be determined. The applier was confirmed to be unable to properly load clips. However, the device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The top jaw was confirmed to be damaged. However it is unknown at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. The reported complaint of clips not seating in the jaws was confirmed based upon the sample received. The applier was confirmed to be unable to properly load clips as a result of a damaged top jaw. However , the device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The top jaw was confirmed to be damaged. However it is unknown at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The physician loaded and fired the first clip which worked. The next clip fell out of the applier as it was being loaded. The third clip loaded correctly, but fourth clip fell out and this continued in a pattern a few more times. The patient's condition was reported as fine.